Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units battery wont charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional contact information: (B)(4). A getinge field service engineer evaluated troubleshot, found no issue charging battery slot a and b, charge indicator working, charges from slot 1 to slot 2, functionality checks passed factory specifications. Returned for clinical use upon completion.